Manufacturer narrative:
The user reported being hospitalized on (B)(6) 2025, for a hip replacement surgery. At the time of the call, the authorized representative stated that the user was feeling sleepy and experiencing pain related to the surgery. The event was not related to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized on (B)(6) 2025, for a hip replacement surgery. At the time of the call, the authorized representative stated that the user was feeling sleepy and experiencing pain related to the surgery. The event was not related to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information.